Event description:
It was reported that a patient sustained a burn to their right arm during a scan. The burn resulted in a large blister approximately 1 to 1 1/2 inches in diameter. It was reported that the patient's arm was in contact with the bore wall during the scan.

Manufacturer narrative:
A ge service representative performed an on site evaluation of the mr system. The power monitor, rf power output, and lv shim were tested, and the system was found to be operating within specification. The patient sustained burns resulting from contact point heating due to inadequate patient padding, which allowed the patient's back to directly contact the bore wall.